Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg would not communicate with the patient's programmer and might be inoperable. As a result, the patient may undergo surgical intervention.

Event description:
Follow up revealed the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was replaced. It was reported that effective therapy was established post operatively please reference mdrs 1627487-2019-02518,1627487-2019-02519, and 1627487-2019-02521 for the lead revision and replacement.